Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm, frozen display per screen not turned on. Customer's blood glucose level was unknown. Customer had not gone through training just trying to get set up prior to her training tomorrow. Insulin pump will not be returned for analysis.